Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent unspecified breast augmentation with unknown size unknown saline implants on both sides and experienced bilateral breast implant deflation postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3507504bc; serial number (B)(4) on the left side, and with catalog number 3507504bc; serial number (B)(4) on the right side on (B)(6) 2020. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On october 12, 2020, mentor became aware that patient experienced only right side deflation, and left side was intact and no adverse event was reported for the left side. Patient underwent bilateral explantation and replacement with catalog number 3507504bc; serial number (B)(6) on the left side, and with catalog number 3507504bc; serial number (B)(6) on the right side on (B)(6) 2020. As per one device received, device return was randomly selected, and reported in the previous submission for the left side. Since clarification is received, this supplemental report is for the patient¿s right-sided device since patient only experienced right side deflation. On october 21, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 0.5 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 25, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per one device received, device return has been randomly selected for the left side. Clarification has been requested. Supplemental report will be submitted when additional clarification is received. The following fields have been updated on this form as per device received: d1 brand name has been updated to "mentor smooth round moderate profile" d4 catalog number has been updated to "3501680". D4 lot number has been updated to "6525516". D4 unique identifier( UDI) has been updated to "(B)(4)". G5 PMA/ 510(k) has been updated to "p990075". A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).